Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was associated with a system infection and erosion. Surgical intervention was performed and the crt-p was repositioned in a sub-pectoral position and remains in service. No additional adverse patient effects were reported.